Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The assignable cause was the reservoir and has been determined to be a manufacturing defect.

Event description:
The facility representative contacted baxter to report an infusor that had ruptured during patient use at the patient's home. There was no adverse event, patient injury or medical intervention associated with this report. The device was filled with heparin sodium 1ml (mililiter) and fluorouracil 30ml and normal saline 205ml. There is no further complaint information available.